Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the hospitalization following an implant procedure with the evolutfx-26, the patient experienced late co mplications. These included arrhythmia and anemia due to a left common femoral artery pseudoaneurysm, which required a blood transfusion of one unit. The patient was admitted to the cardiology intensive care unit for post-transcatheter aortic valve implantation (t avi) monitoring via right femoral access. The patient experienced hemodynamic instability with hypertensive episodes alternating with marked hypotension. During a hypertensive peak, the patient suffered pulseless ventricular tachycardia, which was treated with car diopulmonary resuscitation and direct current (dc) shock. Medications were administered leading to subsequent stabilization of hemodynamics. A right radial arterial access was placed for pressure monitoring. Post-dc shock electrocardiogram showed sinus tachycardia with diffuse marked right ventricular lead abnormalities. Post-cardiopulmonary resuscitation echogas analysis revealed metabolic acidosis, which was subsequently corrected. The site assessed these complications as unlikely related to the device and probably related to the procedure.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.